Event description:
Information provided states that during post-op follow-up it was noticed in x-rays that the connector was broken. The patient did not experience any clinical symptoms prior to the x-ray being taken. A revision surgery was scheduled to remove the connector on (B)(6) 2023.